Manufacturer narrative:
Per tandem's user guide, do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 47 mg/dl. The customer was assisted with the consumption of juice to address bg. During troubleshooting with tandem technical support, it was found that the customer had delivered a bolus of 8.1 units to correct a bg of 243 mg/dl and was the cause of low bg. Reportedly, the customer contacted a healthcare provider regarding the event.